Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the rex roth valve is not switching. Associated malfunctions for this device: on/off switch blown circuit, pilot valve leaking, heat exchanger leaking, pe valve leaking, o ring/tie wraps/hose clamps leaking.